Manufacturer narrative:
Concomitant medical products: norepinephrine, fentanyl, heparin concomitant devices: aviator 4x30mm balloon, an aviator 5x30mm balloon. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2010-00206 and 1016427-2010-00029.

Event description:
On the same day of the carotid stenting procedure, the patient experienced a neurological deficit of aphasia. The patient also developed hypotension which was treated. The patient is a (B) (6) male with a critical asymptomatic stenosis of the left proximal internal carotid artery. The patient was enrolled in the (B) (6) study. The lesion involved the ostium, proximal, and the mid segment of the left internal carotid. The vessel was described as moderately tortuous with two bends of forty-five degrees. An angioguard distal protection device was placed distal to the lesion and the lesion was pre-dilated with an aviator 4x30mm balloon. A precise 8x40mm stent was placed and post-dilated with an aviator 5x30mm balloon. Post intervention, there was less than 20% residual stenosis with adequate flow into the external carotid artery and distal internal carotid. Post- procedure the patient developed right upper extremity weakness and a stroke alert was initiated. The patient also developed hypotension which was treated with norepinephrine and recovery of the focal signs. A cat scan was performed and was negative for any intracranial hemorrhage. A carotid doppler revealed a widely patent stented areal of left carotid artery. The duration of the neurological deficit is unknown and the recovery was partial, with minor residual.

Event description:
Customer reported the monitor is not working. No pt injury was reported.

Manufacturer narrative:
Information was received via the (B) (4) study that during a precise carotid artery stenting with use of an angioguard embolic protection device the patient developed hypotension which was treated with norepinephrine with recovery of focal signs. Post procedure, on the same day of the carotid stenting procedure, the patient experienced a neurological deficit of aphasia and slight deficit related to right and squeeze pressure. At index procedure the (B) (6) male had a critical asymptomatic stenosis of the left proximal internal carotid artery (ica). Medical history included hyperlipidemia, coronary artery disease, coronary percutaneous revascularization, and hypertension. Baseline nih score was 0. The lesion involved the ostium, proximal, and the mid segment of the left internal carotid. The vessel was described as moderately tortuous with two bends of forty-five degrees. An angioguard distal protection device was placed distal to the lesion and the lesion was pre-dilated with an aviator 4x30mm balloon. The lesion was not resistant to pta. A precise 8x40mm stent was placed and post-dilated with an aviator 5x30mm balloon. Post intervention, there was less than 20% residual stenosis with adequate flow into the external carotid artery and distal internal carotid. Post- procedure the patient developed right upper extremity weakness and a stroke alert was initiated. A cat scan was performed and was negative for any intracranial hemorrhage. A carotid doppler revealed a widely patent stented area of left carotid artery. The duration of the neurological deficit is unknown and the recovery was partial, with minor residual. The patient was discharged five days post procedure to rehab with a nih stroke score of 3 and rankin score of 3. Antiplatelet therapy included pre-procedure, post-procedure and discharge aspirin and clopidogrel. Heparin was given intra-procedurally. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. Stent placement and mechanical manipulation may cause stimulation of these baro-receptors initiating a reflex via the glossopharyngeal nerve resulting in a decrease in blood pressure. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that design or manufacturing issues contributed to the hypotension at the end of the procedure. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore, no corrective or preventative actions will be taken at this time. Neurological symptoms including aphasia and extremity weakness are known adverse events associated with carotid artery stenting procedures. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris. Based on the available information, factors that may have influenced the post procedure events include patient, procedural, pharmacological, and lesion characteristics. There is no indication that it is related to the device design or manufacturing process. Therefore, no corrective or preventative actions will be taken. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2010-00206 and 1016427-2010-00029.

Manufacturer narrative:
The cc has been updated to include additional information. Additional information received states that after the procedure the patient suffered hemiparesis and hemiataxia and was diagnosed with an ischemic stroke. The neurological event lasted greater than twenty-four hours and fully resolved. Information was received via (B)(4) study that during a precise carotid artery stenting with use of an angioguard embolic protection device the patient developed hypotension which was treated with norepinephrine with recovery of focal signs. Post procedure, on the same day of the carotid stenting procedure, the patient experienced a neurological deficit of aphasia and slight deficit related to right and squeeze pressure. At index procedure, the (B)(6) male had a critical asymptomatic stenosis of the left proximal internal carotid artery (ica). Medical history included hyperlipidemia, coronary artery disease, coronary percutaneous revascularization, and hypertension. Baseline nih score was 0. The lesion involved the ostium, proximal, and the mid segment of the left internal carotid. The vessel was described as moderately tortuous with two bends of forty-five degrees. An angioguard distal protection device was placed distal to the lesion and the lesion was pre-dilated with an aviator 4x30mm balloon. The lesion was not resistant to pta. A precise 8x40mm stent was placed and post-dilated with an aviator 5x30mm balloon. Post intervention, there was less than 20% residual stenosis with adequate flow into the external carotid artery and distal internal carotid. Post- procedure the patient developed right upper extremity weakness and a stroke alert was initiated. A cat scan was performed and was negative for any intracranial hemorrhage. A carotid doppler revealed a widely patent stented area of left carotid artery. The duration of the neurological deficit is unknown and the recovery was partial, with minor residual. The patient was discharged five days post procedure to rehab with a nih stroke score of 3 and rankin score of 3. Antiplatelet therapy included pre-procedure, post-procedure and discharge aspirin and clopidogrel. Heparin was given intra-procedurally. The precise stent remains implanted and therefore is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Neurological symptoms relating to stroke, including aphasia and extremity weakness, are known adverse events associated with carotid artery stenting procedures. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing or design issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore, no corrective or preventative actions will be taken.

Manufacturer narrative:
Additional information received states that after the procedure the patient suffered hemiparesis and hemiataxia. The neurological event lasted greater than twenty-four hours and fully resolved. The patient was diagnosed with an ischemic stroke. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.